Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error as it is likely that as the guide wire was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance and the reported difficult to remove. Manipulation of the device with force (against the instructions for use) resulted in the reported detachment. It should be noted that the hi-torque guide wires instructions for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). A high torque bmw universal ii guide wire was advanced, but failed to cross the lesion due to the patient's anatomy. On removal of the guide wire, resistance with the anatomy was met. The guidewire was removed with force and a separation occurred. When an attempt at retrieval with a snare failed, the patient underwent surgery to remove the separated portion of the guide wire. No further treatment was performed for the sfa. The patient was discharged from hospital on an unknown date. No additional information was provided.